Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for urinary dysfunction/sacral nerve stim; gastronintestinal pelvic floor it was reported that " patient said the device seems to be not working very well. Patient said they are going through like 7 pads a day and their whole bladder is all empty. Patient also said everything is charged to 100%. Patient said the issue has been going on for probably 3-4 weeks. Patient mentioned they were in the hospital and had 2 mris. Patient stated that they did not go into MRI mode with their handset and shut the device (ins) off. Patient asked if that could have ruined the implant. Agent reviewed information. Patient changed programs during the call and increased stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Agent redirected the caller to the hcp. [See mr for rule out of hospital].